Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image quality problem during inspection for use involving an olympus camera head. The customer suspected that the cause of the issue was due to damaged light guide cable internal glass fiber. There was no patient injury reported.